Event description:
Attempted removal of hemovac drain from operative incision. Portion of drain retained in wound. Pt returned to the operating room on 7/9/1998 for removal of retained portion of drain.